Event description:
The implantable pulse generator (ipg) was returned with no information, analyzed and tested out of specification. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately eight years post implant. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information received indicated the cause of death as congestive heart failure, aortic stenosis and dementia. Further review prompted a change in the device analysis results. The change is reflected in this report under - conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Concomitant products: 4058m45 implantable pacing lead, implanted: (B)(6) 1995; 5024m-58 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).